Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient received an alert (the patient could not recall) and reported seeing a cgm reading of 50 mg/dl while watching a movie. He was unable to perform a fingerstick check at the time. He stated he did not feel well but could not specify his symptoms. He contacted his va nurse, who advised him to call an ambulance. Paramedics then came and transported him to the emergency room (ER), but he could not recall any fingerstick values taken or treatments provided during transport or in the ER. He was discharged approximately three hours later and recovered. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.